Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 10-apr-2024 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a perfix plug. Case-specific details not provided.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the information received, no conclusions can be made as the degree to which the device used to treat the patient may have caused or contributed to the patient's post-op complications of neuralgia and nerve damage. It was noted in the patient medical records that the ¿nerve was nicked during the procedure which has caused ongoing symptoms.¿ the medical records provided did not include a lot number as such a review of the manufacturing records is not possible. Updated fields: a2, a4, b4, b5, b7, d4, d6.a, g3, g6, h2, h4, h6, h10, h11. Corrected fields: b2 (event attributed to), b3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a perfix plug. Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2003 - patient was diagnosed with indirect left inguinal hernia thereby underwent open repair with the implant of perfix plug on (B)(6) 2003. Per operative notes, ¿a perfix plug was placed and sutured.¿ (B)(6) 2004 to (B)(6) 2007 - patient had left groin pain thereby had acupuncture and took painkiller medications. (B)(6) 2008 to (B)(6) 2024 - patient had chronic neuropathic pain in left groin, nerve damage, abdominal pain and took gabapentin medications on daily basis. Also, patient mentioned that ¿nerve was nicked during the procedure which has caused ongoing symptoms¿ and took painkiller medications with no success.